Manufacturer narrative:
Customer confirmed device is not available for return due to covid concerns.

Event description:
Per cnf, it was reported that: ptfe guidewire was gripping onto the wire during stent deployment. Doctor found it difficult to remove the guidewire from the stent as he was deploying the contour. The stent was gripping onto the guidewire and the guidewire unravelled a bit. I?ve lodged a separate complaint for the contour stent. He felt a lot of pressure when he tried to remove the guidewire. Doctor requested to open another new stent and guidewire. He managed to stent patient successfully. Procedure was completed successfully. Patient is stable and well.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting confirmation of device availability.

Event description:
Per cnf, it was reported that: ptfe guidewire was gripping onto the wire during stent deployment. Doctor found it difficult to remove the guidewire from the stent as he was deploying the contour. The stent was gripping onto the guidewire and the guidewire unravelled a bit. I've lodged a separate complaint for the contour stent. He felt a lot of pressure when he tried to remove the guidewire. Doctor requested to open another new stent and guidewire. He managed to stent patient successfully. Procedure was completed successfully. Patient is stable and well.